Event description:
It was reported that (1) ai326 was used during an unknown procedure. It was reported by the rep that the device was not working right. A second clip applier was used to complete the case. There was no consequence to the pt.